Manufacturer narrative:
The olympus service team received the subject device for the reported issue of "black covering of lens was detached". As a part of the estimation process, this camera head underwent a visual inspection and functional tests to assess the device status. The user request was confirmed due to damaged coupler. Moreover, unit failed leak test due to damaged connector seal. A device history record review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head black covering of lens was de-attached. The issue was found during reprocessing. There were no reports of patient harm or involvement.